Event description:
The customer questioned fifty (50) ise (ion selective electrode) patient results generated for sodium (na), potassium (k), chloride (cl), and carbon dioxide with low anion gap (agap) on the unicel dxc 600i synchron access clinical system. The customer indicated that agap values were below five (5) mmol/l negative or zero (0) values. The customer did not provide patient data or demographics. The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customers site to evaluate the unicel dxc 600i synchron access clinical system. The fse inspected the instrument and observed calibration sodium (na) sample reference adc (analog to digital converter) values were at -5600. The fse determined the carbon bridge had malfunctioned. The fse replaced the carbon bridge to resolve the issue. The fse performed system verification successfully without issues. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. Section h6 component code 4756 used for carbon bridge the beckman coulter identifier is case-(B)(4).